Manufacturer narrative:
Date of event: the exact date of event is unknown. The best estimate is 1-month post operation. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens was not saved). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a male patient¿s right eye due to patient experiencing asthenopia. The incision was enlarged to 3.0 mm. There was no complications and no vitrectomy or sutures were required. A replacement lens, model zcu, 18.0 diopter was used. It was indicated that the explanted lens was not save for return. Additionally, it was indicated that at this time the doctor has put the patient on a course of drops because the vision still is not that great. The medications given to the patients are durezol 4times per day (qid) and moxiflocain qid but the doctor saw the patient on (B)(6) 2020 and the medication was decreased down to twice per day (bid) with both drops. It was indicated that the doctor usually gives all his patients a trimoxi injection so they do not need drops but the doctor put this patient on these drops at his 1-day post-op appointment. It was indicated that the doctor was supposed to exchange the patient¿s other eye (left eye) as well but the surgery was cancelled and it was postponed until spring at this time. No further information was provided.